Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the information obtained from this complaint and the investigation results did not lead to determine the cause of the indentation. The indentation suggests that an external force was applied to the tip of the insertion part. Therefore, it was concluded that "damage to the ultrasonic probe" was caused by the external force on the tip of the insertion part. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited indentation at the tip of the insertion and ultrasonic probe was damaged. There was no patient involvement.